Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on the (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced lightheadedness and instability. The cgm was reading 54 mg/dl and the blood glucose reading was 600 mg/dl. The patient self-treated with 5 units of insulin and removed the sensor before presenting to the ed with the spouse. There, the bg was 491 mg/dl. The patient was given a saline solution drip and discharged after. At the time of the report the next day, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.